Event description:
The customer reported while running an antibody screening assay, summit sample handler did not pipette the proper volume into some wells and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.